Event description:
It was reported that the customer had an issue with the up arrow button not working. Customer stated that it only happened once a few days ago and she fixed it herself. Customer is disconnected and is trying to change the set. Customer is not able to get to the reservoir set due to the button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.